Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio mesh (device #2) to treat the patient. The patient's attorney alleges additional surgical intervention, however, no details have been provided. No lot number has been provided, therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio mesh (device #2). An additional emdr was submitted to represent the bard/davol composix l/p (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p and two ventrio patches on (B)(6) 2015, (B)(6) 2017 or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p and one ventrio patch. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p and ventrio patch. The attorney alleges general allegations for surgical intervention and emotional distress there are three dates of implant and the date of implant could not be determined for the corresponding implants. Hence, the file does not reflect the date of implant.